Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information na.

Event description:
It was reported that on (B)(6) 2022 a 16mm amplatzer septal occluder was successfully implanted. On (B)(6) 2023, at 6 months follow-up, it was noted that the device had embolized in the pulmonary arties. The implanter believe the cause of embolization was floppy septum. Retrieval was not possible, the physicians decided to leave the device in placed. Patient stable.

Manufacturer narrative:
An event of device embolization in the pulmonary arties was reported. Possible causes for device embolization include device over-sizing, device under-sizing, or positioning issues due to patient anatomy. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Field believe the cause of embolization was floppy septum which may have cause the reported event. Based on the received information, the root cause of the reported event could not be conclusively determined.